Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal delivery totals in the total daily dose do not match due to a known cause; the basal history matches the active basal program settings; however, per the user there are missing bolus records. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed two manually cancelled boluses resulting in a call service 175 partial delivery warning. The keypad buttons were responsive to user input. No hypersensitive or stuck keys were found. A ten unit normal bolus and a ten unit audio bolus were successfully performed and accurately recorded in the pump history. The complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.